Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were warped and up arrow button was harder to press to work. Customer stated there was random beeping with no message on the screen. Customer stated screen was dimmed. Customer stated motor had gotten louder and took longer to prime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.